Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). The patient did not receive therapy during the oversensing. Programming changes were made. There were no patient consequences.